Event description:
During a trial procedure for the evoke spinal cord stimulation (scs) system, positioning difficulty of the leads was reported. The implanting physician attributed this to the patient's anatomy. Following lead placement and completion of the trial implant procedure, the patient reported pain in left lower limb. Intravenous steroid and oral medications were prescribed. The following day, the patient reported persisting left lower limb pain and swelling. The patient was evaluated in the emergency department. Following this evaluation, the patient was confirmed to complete the temporary trial with pain relief achieved.